Event description:
Review of surgeon's report and pt x-rays shows, a nonunion which shifted and put stress on the distal aspect of the i.m. Nail which caused a break at one of the screw slot. Cause: nonunion shifted at fracture site which caused distal stress to break the nail. No indication of product defect.